Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported issue experienced by the customer was related to the system cable that connects the surgeon console and the patient cart. This cable passes video, audio, and data during system operation. The system was repaired by replacing the affected cable. The cable was returned to the original equipment manufacturer (OEM) for evaluation. The OEM observed a lot of exposed shield wire and that the coax and its associated shield are stressed. The cable also failed the OEM's fiberoptic test, thus resulting in connectivity issues and generating the message displayed to the customer. It was determined that the cable was unrepairable and scrapped by the OEM. As of february 4, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to using the da vinci s surgical system to perform surgical tasks for a nissen fundoplication procedure, the touchscreen monitor located on the patient cart displayed sdi searching. An isi technical support engineer (tse) attempted to troubleshoot the issue via telephone, however, the sdi searching message persisted and could not be cleared. The patient was under anesthesia when the tse advised the surgical staff that using the touchscreen monitor is optional and not required to perform the surgical procedure, however, the surgeon made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.